Event description:
The customer reported to olympus, the single use aspiration needle had punctured the sheath during a ebus (endobronchial ultrasound) bronchoscopy diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a hole on the bending sheath approximately 5mm from the distal end along with damages to the hypotube. Bends near the distal end and at the boot of the needle were also found. It was noted that the connector section of the handle was normal. The stopper on the scale was not returned with the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the needle tube breaking through the sheath may have occurred due to the following mechanism: the distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. The event can be prevented by following the instructions for use which state: "take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.